Event description:
It was reported that the pump alarmed no disposable about 12 hours into infusion, with cassette connected. No further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.d5 is unknown. No information has been provided to date.